Event description:
I have a stryker ceramic and titanium hip replacement and have had it since 2003, I first noticed the squeak while making love, it worsened: and going up stairs is actually quite noisy. With one foot on a chair, raising my weight with the replaced hip, it sounds like a rusty gate hinge and emits about a 2 octave range. Here is the response I got from stryker when I emailed them about my sonorous astabularium: a few patients with ceramic-on-ceramic hips report that in certain situations, they hear a noise, or squeaking, emanating from the hip. Surgeons have also reported on patients who reported noise during very specific activities, such as rising from a chair or walking up stairs, and that often the noise will disappear spontaneously. The number of reports is low in relation to the number of components. However, the perception of the noise is a concern because it affects patients quality of life. While stryker orthopaedics has not been able to identify the cause of the reported noise, we are continuing to evaluate all reports and keeping a dialogue with clinicians. Regards, stryker. Dates of use: 2003 - 2007. Diagnosis: avascular necrosis.